Event description:
It was reported that the wand partially melted while in ablation mode.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, assembly process and/or misuse. According to the information provided by the company representative, the tip and also some black flaking had occurred. However, from the picture provided, neither of these conditions can be confirmed. The picture shows the complete tip assembly and no defects on the insulation. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wand partially melted while in ablation mode.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.